Manufacturer narrative:
Other devices used: catalog #00599504212, nexgen lcck provisional articular surface, lot #61472414, catalog #00599505010, nexgen lcck provisional articular surface, lot #61640619, catalog #00599503220, nexgen lcck provisional articular surface, lot #61552230, catalog #00599504010, nexgen lcck provisional articular surface, lot #62873057, catalog #00599504012, nexgen lcck provisional articular surface, lot #62263747, catalog #00599504020, nexgen lcck provisional articular surface, lot #60984812, catalog #00599505020, nexgen lcck provisional articular surface, lot #61440990, catalog #00599505123, nexgen lcck provisional articular surface, lot #61490358, catalog #00599504112, nexgen lcck provisional articular surface, lot #61454257, catalog #00599503217, nexgen lcck provisional articular surface, lot #62257780, catalog #00599504017, nexgen lcck provisional articular surface, lot #62283481, catalog #00599504017, nexgen lcck provisional articular surface, lot #62880439, catalog #00599505117, nexgen lcck provisional articular surface, lot #61645865, catalog #00599505123, nexgen lcck provisional articular surface, lot #61490359, catalog #00599504217, nexgen lcck provisional articular surface, lot #61557480. This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete. Other devices used: catalog #00599503012, nexgen lcck provisional articular surface, lot #61512281, catalog #00599504120, nexgen lcck provisional articular surface, lot #61651060, catalog #00599504020, nexgen lcck provisional articular surface, lot #62252038, catalog #00599504023, nexgen lcck provisional articular surface, lot #60270415, catalog #00599505120, nexgen lcck provisional articular surface, lot #61490352, catalog #00599503010, nexgen lcck provisional articular surface, lot #62606095, catalog #00599504117, nexgen lcck provisional articular surface, lot #62245610, catalog #00599503223, nexgen lcck provisional articular surface, lot #61607116, catalog #00599505114, nexgen lcck provisional articular surface, lot #61640622, catalog #00599505014, nexgen lcck provisional articular surface, lot #62879219, catalog #00599504114, nexgen lcck provisional articular surface, lot #61589990, catalog #00599505110, nexgen lcck provisional articular surface, lot #61630148.

Event description:
It is reported that upon delivery of the articular surface trials to the hospital sterilizing department, it was noted that some were cracked.

Manufacturer narrative:
Visual inspection of the returned components identified cracks on or around the post area. These devices are used for treatment. A product history search identified no other complaints for any of the part and lot combinations. The devices have a manufacture date of june 2002 through december 2014 and have a potential service life of 1 year 3 months to 13 years 9 months. The devices have been used in an unknown number of surgeries. Per the instrument/provisional use, care, and sterilization package insert, polymer provisionals may show eventual surface degradation from the heat and chemicals used in cleaning and sterilization. The package insert also states that breakage can occur if instruments are subject to high loads or impacts. Instruments should be carefully inspected prior to use and be replaced if damage or wear is noted that may compromise the function of the device. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete. Concomitant medical products: catalog #00599503017, nexgen lcck provisional articular surface, lot #62788744; catalog #00599503217, nexgen lcck provisional articular surface, lot #62731391; catalog #00599504120, nexgen lcck provisional articular surface, lot #61045623; catalog #00599505014, nexgen lcck provisional articular surface, lot #62878219; catalog #00599504010, nexgen lcck provisional articular surface, lot #61651070; catalog #00599504020, nexgen lcck provisional articular surface, lot #61524878; catalog #00599503017, nexgen lcck provisional articular surface, lot #61651075; catalog #00599504217, nexgen lcck provisional articular surface, lot #61478380; catalog #00599503012, nexgen lcck provisional articular surface, lot #61617849; catalog #00599504112, nexgen lcck provisional articular surface, lot #61429762; catalog #00599504010, nexgen lcck provisional articular surface, lot #61661760; catalog #00599505110, nexgen lcck provisional articular surface, lot #61512288; catalog #00599503020, nexgen lcck provisional articular surface, lot #61506901; catalog #00599504214, nexgen lcck provisional articular surface, lot #62069965.